Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (1125 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. It was reported that a pump alarm was heard and telemetry confirmed a critical alarm was occurring. The pump logs were checked. The alarm was due to low battery reset. Pump eri (elective replacement indicator) was showing 10 months. The patient had no symptoms.

Event description:
Additional information received reported that troubleshooting and cause of the low battery reset were unknown at this time. The ER (emergency room) physician programmed the pump to minimum rate and prescribed oral baclofen until the pump can be replaced, the date unknown at the time of this report.

Manufacturer narrative:
Analysis of the pump on 2017-feb-03 revealed a low battery reset of an undetermined cause. As received the pump reservoir was empty and running in the minimum rate infusion mode. The pump memory logs showed that the pump head suffered low battery resets in the field. The pump had reset during internal decontamination and motor function test. The hybrid function passed testing. Battery resistance test showed a battery resistance of 246 ohms which was under the 317 ohm spec. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, none was found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery along with further analysis not showing any other severe anomaly, the reset that occurred in the field and during analysis is consistent with a high resistance battery. Because the return product analysis (rpa) does not have a test that definitively f ailed, rpa had to code this analysis as undetermined cause for the low battery resets. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.